Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. Based on this information, corrections were made to: 1. Section d. Box 10. Device available for evaluation? (Do not send to FDA) 2. Section h. Box 3. Reason for non-evaluation 3. Section h. Box 3. ''Other'' reason for non-evaluation the product lot number was not provided, therefore, the manufacturing records could not be reviewed. H3 other text : placeholder

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the vertebral artery using a benchmark 6f 071 delivery catheter (benchmark), a non-penumbra short sheath, and a non-penumbra microcatheter. During the procedure, the benchmark became kinked near the distal tip while introducing it to the sheath. Therefore, the benchmark was removed. The procedure was completed using another benchmark, the same microcatheter, and the same sheath. There was no report of an adverse effect to the patient.